Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device both manual and preset measurement simulation tests to verify device performance. The unit was determined to be functioning as designed.

Event description:
The customer reported the device is not reading correctly. No patient impact or consequences were reported.